Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis additional information received:

Event description:
It was reported that during a laparoscopic cholecystectomy with an intra operative cholangiogram on the eighth, ninth and fourteenth firing the clips dropped from the jaws unformed into the patient. The clips were retrieved with a dissector. The surgeon complete the case with the device with no patient consequence. The device was discarded.